Manufacturer narrative:
The investigation is ongoing. The results will be provided upon conclusions of the investigation. Unique identifier (UDI) not applicable as the device was manufactured in 2009.

Event description:
Following information reported, the lift dropped suddenly while a patient was being lowered onto the bed. No injury was claimed.

Event description:
Following information reported by the customer, the lift dropped suddenly while a patient was being lifted from the bed. No injury was claimed.

Manufacturer narrative:
Arjo technician was not able to recreate the sudden drop reported by the customer during the device evaluation. No device failure that could contribute to this issue was found during the inspection of the device. The instructions for use dedicated to maxi move (001. 25060.en) warns: "if in doubt about the correct functioning of the maxi move, do not use it and contact the arjo service department". To sum up, as no device failure, no defective component that could have contributed to the unexpected drop was found and the event was not recreated, the exact cause of the reported drop was not determined. The device did not meet the specification as the lift drop was found. The lift was used with the patient at the time of the event. The complaint decided to be reportable due to an allegation concerning the sudden drop of the lift.